Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported no readings after receiving an alert that the sensor session was ending soon. No medical intervention was reported. Additional event or patient information is not available.